Manufacturer narrative:
Upon further evaluation of the returned device, reliability engineering determined that the report that the device had a damaged head was confirmed. It was further determined that the device failed cutter insertion (cannot insert cutter) and the neuro-tip leg and neuro-tip foot had been drilled into. Cannot insert cutter was due to worn out and loose bearings which creates a situation where the cutter is unable to be inserted. It was determined that the bearings were no longer in axial alignment and not allowing the cutter to pass through. The neuro-tip leg is due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. The cause of the craniotome foot drilled was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. The assignable root cause was determined to be due to normal wear and use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as january 8, 2017 in the initial report and has been updated to february 8, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was observed that the craniotome device had a damaged head. It was not reported if there were no delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - bearings, ball bearings fell apart, missing balls and cages did not exist, craniotome clamps were damaged and both pins migrated. It was further determined that the device failed pre-test for visual assessment, lock operation, cutter insertion, temperature, clamps pin, clatter and ball bearings. Therefore, the reported condition was confirmed. However, since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.